Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during transport of a patient (age & gender unknown), the device displayed a "run time calibration failure - 1051" message. Complainant indicated the clinician incubated the patient until transport was completed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty calibration valve. The calibration valve was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.